Event description:
It was reported that post vt (ventricular tachycardia) ablation the left ventricular (lv) lead's capture threshold rose significantly and there was no capture. It was noted that the lv could no longer be stimulated consistently and the physician was unable to reposition the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, a visual summary a nalysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead implanted: 2007 (B)(6 ); 693558 implantable tachy lead implanted: 2012 (B)(6). (B)(4).